Event description:
The reporter stated that he had received an er1 message, and when he retested his blood readings were approx 350 mg/dl. He stated that he thinks he might have overdosed the test strip 'or something' to cause the er1 message. He reported that while he did not seek medical advice due to the er1, he is communicating with his dr to bring his blood sugar down. He said that he wanted to switch to a fast take meter due to his traveling.